Event description:
The sheath was opened and placed on the scrub table, it was them flushed like normal with heparinized saline in the usual way. When the dilator was inserted into the sheath, the end of the dilator sheared off. This was all prior to the case beginning so no patient was affected. A new sheath was used from the same lot number and worked fine.